Event description:
It was reported that a patient presented for an elective device replacement procedure. During procedure, the physician encountered a stripped set screw on the implantable cardioverter defibrillator. After multiple attempts, the physician was able to detach the lead and replace the device successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.